Event description:
It was reported that balloon tear occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic arch vein. The 3.0mm x 40mm, 75cm charger balloon catheter was advanced to the target lesion. The balloon was inflated twice at an unknown atmospheres in each inflation, however the balloon was torn circumferentially. The whole device was completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).